Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.1385" x 0.0780" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, that the force bipolar instrument had broken tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no harm reported injury to the patient.